Event description:
Procedure performed: nephrectomy. Event description: [facility]. The surgeon attempted to push the thumb ring forward to deploy the bag. However, as the actuator was extended, the bag fell off the prongs and could not be opened. User replace with a new one to complete this surgery. There is no impact to patient. There are no other instruments to affect this event. Additional information obtained from distributor via email on 18dec2024: the bag completely fell off the metal supports. The tips of the supports were exposed inside the patient. Intervention: user replace with a new one to complete this surgery. Patient status: fine. There is no impact to patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is possible that the actuator was retracted after the bag was inserted into the tube during manufacturing, and the unit may have been inadvertently moved on to the next step. This resulted in the specimen bag falling off the metal supports. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: [facility]. The surgeon attempted to push the thumb ring forward to deploy the bag. However, as the actuator was extended, the bag fell off the prongs and could not be opened. User replace with a new one to complete this surgery. There is no impact to patient. There are no other instruments to affect this event. Additional information obtained from distributor via email on 18dec2024: the bag completely fell off the metal supports. The tips of the supports were exposed inside the patient. Intervention: user replace with a new one to complete this surgery. Patient status: fine. There is no impact to patient.